Event description:
As reported to coloplast though not verified, patient was implanted with supris sling on (B)(6) 2008. Later the patient experienced pain, permanent injury and physical deformity, dyspareunia and incontinence.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.